Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery from an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the battery pack and the unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue could not be duplicated.